Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device stopped working. A second motor drive unit was used, but did not resolve the problem. A second disposable hand piece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval, will be submitted in a supplemental 3500a form.